Manufacturer narrative:
Additional manufacturer narrative- additional information/d4, d1, d10, g4 510k, h4. D10. Concomitant products: 130-32-52 - nv gxl linr, ntrl, 32mm ID, group 2 cups sn (B)(6), 120-65-25 - bone screw 6.5mm dia x 25mm long sn (B)(6), 162-00-04 - neck preserving stem, std offset plasma sz 4 sn (B)(6), 170-32-93 - biolox delta femoral head 32mm od, -3.5mm sn (B)(6). There is no additional information available.

Manufacturer narrative:
Liner reported in MFR # 1038671-2023-01518. H3. Investigation results-the revision reported may have been the result of prosthesis wear and acetabular cup loosening as reported in the operative notes. The aseptic (non-infected) acetabular loosening may have been the result of an insufficient bond between the acetabular cup and the bone. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation. The sales data for acetabular cup was used to calculate a complaint occurrence rate of (B)(4) for acetabular cup loosening. This is considered ¿very low¿ according to the frequency of occurrence ranking scale detailed below. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
It was reported via legal documentation that this patient had and initial right total hip arthroplasty then approximately 7 years, 8 months later they experienced a revision surgical procedure. Revision operative report- postoperative diagnosis: mechanical failure of right total hip with acetabular failure. Indications: loose cup after poly wear. Findings: loose cup. Procedure: capsulotomy was performed revealing a fair amount of fluid, which was sent for cultures. Dislocated the hip and removed the head ball, stem was noted to be intact in good fixation and opted for preservation of stem. ¿one screw was removed and cup was removed without difficulty with minimal to the bone.¿ new devices implanted. Dressings applied, then the patient was taken to recovery room without incident. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.